Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02067. It was reported that the patient system diagnostics recorded invalid impedances. Surgical intervention took place, during the procedure the set screws were backed out of the ipg and could not get them back in. As a result, the lead and ipg were explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The associated implantable pulse generator (ipg) was returned due to a loose setscrew. The observation was confirmed. The setscrew for lead port 1-8 having been loosened until it was no longer engaged with its terminal block. After orienting the setscrew for lead port 1-8, the ipg tested normally during analysis. Using clinicians programmer, ipg system impedance testing was within the expected range. The ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection. There is sufficient guidance provided in the clinician's manual arten600266417, page 8 connecting a lead or extension to the ipg line #2 ¿to help ensure that the lead or extension can be fully inserted into the ipg header, insert the torque wrench through the septum on the ipg header, turn the torque wrench clockwise to tighten the setscrew until the torque wrench clicks, and then loosen the setscrew again by turning the wrench counterclockwise about 2.5 times¿.